Event description:
It was reported the right ventricular (rv) lead was dislodged and pulled back to the right atrium according to an xray that was obtained. It was further reported the rv lead had high thresholds and loss of ventricular capture at highest output. It was additionally reported the right atrial and rv leads had lost slack with patient growth and dislodged. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. It was noted the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Concomitant product: 383059 implantable pacing lead, implanted: (B)(6) 2007; addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2007. (B)(4).